Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2,000 ohms. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.